Manufacturer narrative:
Patient status update was provided, which indicated the patient has remained stable and there has been no exacerbation of the patient's symptoms/condition.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies neurologic deficits including stroke as a potential complication associated with use of the device.

Event description:
It was reported that one day post-stent implantation to treat a vertebral artery aneurysm, a small cerebral infarction was identified. Argatroban was administered to the patient, as well as dual antiplatelet therapy post-procedure. There was no reported malfunction of the fred.